Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. The cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's technical service center regarding assistance to end therapy early because all bags were empty, which occurred on the homechoice (hc) during use. The home patient (hp) stated that they had a bag disconnect early and they lost some of the fluid and that was why the bags were empty. The baxter technical service representative (tsr) helped the home patient (hp) to end therapy as they requested. The tsr stressed that the hp should call the peritoneal dialysis registered nurse (pd rn) as soon as possible and to notify the nurse that they continued to use a setup after a bag had disconnected and spilled fluid. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. The peritoneal dialysis registered nurse (pd rn) stated that they had already talked to the patient, everything is fine. The patient has been continuing therapy without further problems.